Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival he replaced the power management board and the safety disk and performed functional check, repair done. The defective components were received for further investigation. The failure analysis and testing dept. Received part number rev. J, serial number (B)(6) and part number 0670-00-0767 rev. G, serial number (B)(6) with a reported unit failure of an autofill failure and the battery not charging in the iabp. The fat performed a visual inspection and found pn 0202-00-0140 to be in good condition. Pn 0670-00-1162 had a blown q27 component. The fat installed part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part failed the all manifold test indicating there was a leak. This would cause an autofill failure. Fat was able to verify the reported issue for this part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. Due to the damage on pn 0670-00-0767 and the risk to the test fixture, fat will not install and test this board. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq. The fat dept received part number: 0670-00-0767 serial number: (B)(6) from the supplier. Perform incoming visual inspection and found component at location q27 was burned. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. Based on the observed failure of the q27 component, the most probable root cause is the cause identified in CAPA 566812 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Root cause code is "design, non-labeling".

Event description:
It was reported that during functional check, the cardiosave intra-aortic balloon pump (iabp) unit had a autofill failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.